Manufacturer narrative:
Based on further review of received medical records, there is a moderate to severe regurgitation with ¿multiple and eccentric jets¿ with thickened, restricted leaflets. The mean gradient is 40mmhg, with a valve area calculated at 0.7cm^2. The valve was not observed to be calcified but developed nonstructural valve deterioration which was confirmed to be host tissue/pannus. There are cases of pannus that result in a combination of regurgitation and stenosis. It may be mild and not require any intervention or it may be moderate to severe. In these cases, it causes the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. In this case, the overgrowth of host tissue caused the valve to demonstrate nonstructural dysfunction requiring treatment with a valve in valve procedure.

Manufacturer narrative:
Based on review of received echo report, the valve is described as stenosed. There is a moderate to severe regurgitation with ¿multiple and eccentric jets¿ with thickened, restricted leaflets. The mean gradient is 40mmhg, with a valve area calculated at 0.7cm^2. Due to the age of this valve, as well as the observation of excessive host tissue pannus, this valve was described as severely stenosed. The pannus is the root cause, the malfunction is stenosis and should be coded as such. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. There are cases of svd that result in a combination of regurgitation and stenosis. It may be mild and not require any intervention or it may be moderate to severe. In these cases, it causes the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention.   A very common failure mode is tissue calcification. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification.   In this case, the root cause of the structural valve deterioration was host tissue pannus contributing to valve stenosis.   The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue in-growth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. In this case, the root cause of the pannus is unknown. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported by the edwards (B)(4) affiliate, a sapien xt implanted 6 years ago failed because of pannus. A portico valve was implanted within the sapien xt in a valve in valve procedure. The patient is doing well.